Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient has occasional pain. As per the x-ray images the patient has an lfit accolade stem and v40 head.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Further information such as clinical past medical history, serial x-rays, examination of explanted components are needed to complete the medical assessment. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as clinical past medical history, serial x-rays, examination of explanted components are needed to complete the medical assessment are needed to investigate this event further. A recall inquiry confirmed the device is not a part of a recall. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient has occasional pain. As per the x-ray images the patient has an lfit accolade stem and v40 head.